Event description:
Caller reportedly obtained results of 323mg/dl and 150mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported. No strip information provided and no quality controls were used. Requested return of device and replacement was sent.